Manufacturer narrative:
Device eval by MFR: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed multiple buckling along the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that there was a failure to aspirate. A 2.1mm jetstream xc catheter was selected for use in a lower extremity artery atherectomy procedure to treat peripheral vascular disease. The catheter was primed as usual. Upon activation, it was noted that the device was not aspirating. The catheter was removed and re-primed. The device was re-introduced, but the device still did not aspirate upon activation. The device was removed, and another jetstream was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that there was a failure to aspirate. A 2.1mm jetstream xc catheter was selected for use in a lower extremity artery atherectomy procedure to treat peripheral vascular disease. The catheter was primed as usual. Upon activation, it was noted that the device was not aspirating. The catheter was removed and re-primed. The device was re-introduced, but the device still did not aspirate upon activation. The device was removed, and another jetstream was used to complete the procedure. No patient complications were reported.